Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the cable was cut, there was a knick. The cable was replaced to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer electrocardiogram (ECG) cable connection was loose or broken and the ECG signal was noisy. It was noted that it was impossible to get a clear surface ECG. It was also reported that when packing up the programmer it was noticed that the cord on the radio frequency (rf) programmer head had a cut into the inner wires. The programmer and rf head were returned for repair. No patient complications have been reported as a result of this event.